Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported wearing the insulin pump onto some water rides and then into the ocean. Blood glucose level was 142 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive up button due to corroded keypad trace. No button error alarm was noted. However, moisture damage was found on the electronic and motor assemblies. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.